Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture at maximum output due to lead dislodgement which was confirmed via x ray and fluoroscopy. The physician tried to get an access; however, the right subclavian vein was occluded. Subsequently, this ra lead was surgically abandoned. No additional adverse patient effects were reported.